Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the past similar cases, there was the possibility that the reported phenomenon was attributed to the following causes. -the qb board of the subject device was failure because 5 years 8months had passed from the subject device had been manufactured and it was aging deterioration.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified procedure using the subject device, the subject device could not start up. Olympus india checked the subject device and found that the reported phenomenon was duplicated and the electrical circuit board had failure. There was no report of patient injury associated with this event.